Event description:
Information received from the field notes that the patient presented in the clinic asymptomatic with his device pacing in back-up mode. The device was programmed back to ddd but reverted to back-up mode. Therefore, the device was replaced.